Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma.

Event description:
Patient reported for right side "inflammation/swelling of her lymph nodes" and "fluid build up". Patient additionally reported "invasive lobular cancer" not related to device. Device remains implanted.